Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that: we had a revision surgery at (B)(6) hospital in (B)(6) on (B)(6). Patient had a reclaim/pinnacle hip replacement that had to be removed because of infection. Removal of pinnacle was absolutely normal, but during reclaim removal, the problem occurred. Surgeon ( head of orth. Dept) first removed securing screw from reclaim stem and then he mounted the disassembly tool to separate proximal body from distal stem. This would allow him to remove the proximal body and to have access to well incorporated distal stem and try to release it either with osteotomes or with trephines. However even when using disassembly tool applying great force, it was still not possible to separate proximal body and distal stem. The force applied was big enough but it only resulted into damage of disassembly tool inner push rod that got bent. Dr. Had to continue in removing the whole reclaim together, but the proximal body did not allow him to access and release the distal stem and the removal was not possible even when using a slap hammer. Therefore he had to prolong his surgical approach more distally to diaphysis, make a longitudinal femoral osteotomy, remove the implant and then use wires for reduce the osteotomy. They prepared the decontaminated and sterilized stem for us to inspect it. The original implantation date was (B)(6) 2017.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint was received into the company with the following comment: it was reported that: we had a revision surgery at (B)(6) hospital in brno on (B)(6). Patient had a reclaim/pinnacle hip replacement that had to be removed because of infection. Removal of pinnacle was absolutely normal, but during reclaim removal, the problem occurred. Surgeon ( head of orth. Dept) first removed securing screw from reclaim stem and then he mounted the disassembly tool to separate proximal body from distal stem. This would allow him to remove the proximal body and to have access to well incorporated distal stem and try to release it either with osteotomes or with trephines. However even when using disassembly tool applying great force, it was still not possible to separate proximal body and distal stem. The force applied was big enough but it only resulted into damage of disassembly tool inner push rod that got bent. Dr. T. Had to continue in removing the whole reclaim together, but the proximal body did not allow him to access and release the distal stem and the removal was not possible even when using a slap hammer. Therefore he had to prolong his surgical approach more distally to diaphysis, make a longitudinal femoral osteotomy, remove the implant and then use wires for reduce the osteotomy. They prepared the decontamined and sterilized stem for us to inspect it. I have attached excel sheet with the data from the sales report, that regard to this reclaim. The original implantation date was (B)(6)2017. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - as no device has been returned to this point, a physical analysis of the product is not possible. Should the device be returned, the investigation will be reopened and investigated accordingly. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.